Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article - in pts with large anterior stemi presenting early after symptom onset and undergoing primary pci with bivalirudin anticoagulation, infarct size at 30 days was significantly reduced by bolus intracoronary abciximab delivered to the infarct lesion site but not by manual aspiration thrombectomy. Related MDR: 1219977-2014-00283.

Event description:
The following article was published on "intracoronary abciximab and aspiration thrombectomy in pts with large anterior myocardial infarction the infuse-ami randomized trial." Per the article the objective is to determine whether bolus intracoronary abciximab, manual aspiration thrombectomy or both reduce infarct size in high-risk pts with stemi. Some pts experienced mace (major adverse cardiac event).